Manufacturer narrative:
Follow-up #1: date of submission 09/22/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: one power supply fault alarm was observed in the pump's black box on (B)(6) 2015 and another on (B)(6) 2015. Multiple pump reboot events were observed in the device's black box. The pump's current draws were within specifications. The pump was opened and no issues were found on the internal components.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had shorter than expected battery life. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.